Event description:
The customer contacted physio-control to report that their device powered off and then powered on by itself after providing three defibrillation shocks to a patient. The customer advised that a back device was available and successfully used to defibrillate the patient. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The root cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and then powered on by itself after providing three defibrillation shocks to a patient. The customer advised that a back device was available and successfully used to defibrillate the patient. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer device. Physio-control is waiting for clarification of results. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off and then powered on by itself after providing three defibrillation shocks to a patient. The customer advised that a back device was available and successfully used to defibrillate the patient. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.